Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-00110 and MDR # 1828100-2014-00165. Review with the technician, found that this issue is related to a defective breaker. This is a MFR owned unit for non-clinical use. Decision to repair is pending.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the compressor breaker appeared to function intermittently. There was no pt involvement.